Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric bypass procedure, the device was fired and there was oozing and pumping bleeders coming through the staple lines. Suture was used to control the bleeding. On four reloads, the cut line looked fine and the staple line formation was normal. However, one staple where the crotch of the jaws is had a staple that was in the shape of a v. The surgeon over sewed the staple lines to complete the procedure. No adverse consequences reported. The reloads were discarded. (B)(6).